Manufacturer narrative:
(B)(4). Concomitant product: guide wire: hi-torque balance middleweight universal ii 300cm. Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Reportedly force was used when encountering resistance during removal. It should be noted that the trek rx and mini trek rx, global instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). After advancing a hi-torque (ht) balance middleweight (bmw) universal ii 300cm guide wire (gw) past the lesion without difficulty, a 2.5x15mm trek otw balloon dilatation catheter (bdc) was unpackaged and prepped without issue and was advanced over the gw and to the lesion without resistance. The lesion was successfully pre-dilated with the trek otw bdc, however, after deflation, without difficulty, the bdc was very difficult to retract over the gw. As the physician did not want to lose lesion positioning by withdrawing both devices as a single unit, the trek otw bdc was retracted over the gw against resistance. With the same gw still in place, a non-abbott stent system was advanced, the stent was deployed, and the system was withdrawn over the gw without resistance. While a half-hour delay occurred, it did not result in a health impact. There were no adverse effects. No additional information was provided.